Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needle's failed to fully retract during use. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter: "it was reported that the needle did not fully retract after starting an IV on a patient." "These events have happened multiple times to myself. (B)(6)2020 x1: (B)(6)20/20 x2:(B)(6)2020 x2. And then 1 time for *omitted*. Lot # 0080382"

Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for evaluation? No. H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 2 bd insyte¿ autoguard¿ shielded IV catheters' needle's failed to fully retract during use. This complaint was created to capture the 5th of 5 related incidents. The following information was provided by the initial reporter, "it was reported that the needle did not fully retract after starting an IV on a patient." "These events have happened multiple times to myself. (B)(6) 2020, and then 1 time for *omitted*. Lot # 0080382"